Event description:
This report is being submitted as a combined initial and final report, it includes the investigation conclusions from the (B)(6) 2024. User detected the stent broken before use, and then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Device evaluation: the 1 x zso-7-12 zimmon biliary stent of lot number cf2007851 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the device was noted that the stent returned, stent observed broken 5.5cm from the tapered end. Kink also observed on 5th porthole on the tapered end. A 0.035" wire guide passes through the stent. Manufacturing records review: prior to distribution all zso-7-12 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-12 of lot number cf2007851 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: stent observed broken 5.5cm from the tapered end. Kink also observed on 5th porthole on the tapered end . Confirmed quantity of 1 device prior to use. Investigation findings conclude a possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.